Event description:
Consumer reports their plink meter is not accurate. Analysis run on clark error grid using competitive (45) as reference point vs. Bd readomgs (86) yielded some data points in the d range of the grid, outside acceptable limits.